Event description:
A customer reported that four ophthalmic surgical knives are not sharp and some are angled/bent which were found while attempting to make the initial incision in the eye (unknown) during cataract surgeries. The surgeries were completed on the same day after replacing with another blades. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
10 unopened knives, in a box, in a blister were received for the report of knives are not sharp and angled/bent. Samples were visually inspected and found to be conforming. Functional penetration testing and dimensional testing was then performed and all 10 samples were conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened samples were found to be conforming, therefore knives are not sharp and angled/bent as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened samples were found conforming; however because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.